Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and confirmed a single occurrence of system error 341 in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The system error 341 was verified. The pump functioned as intended in relation to the reported symptom, and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 341 (positional interrupt error) alarm during therapy (medication, programmed amount and delivery rate unknown) in the general patient ward. The customer also stated that the device was swapped out and that there was no patient injury. There was no medical intervention associated with this event. No additional information is available.